Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the tick button on the infusion device is not working. Patient stated he changed the battery and battery cover; is unable to tick the e8 (power interrupt) error message as the tick button will not work. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion - the complaint cannot be verified due to mishandling of the product. Result the softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroy the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt), because of the permanent activated up button the other buttons do not respond to commands. The problem mentioned by the customer is related to careless handling of the product.